Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that articles 449.915s and 04.503.723s were not correctly labeled this is 2 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. Part was sterilized at (B)(4) but manufactured at (B)(4) under part no. 04.503.723 and lot. 6266857.lot 6266857 was packaged and labeled in accordance with all elmira manufacturing specifications and requirements. All text on the labeling used with this lot was verified as correct for this product and this lot. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis.the results of the additional evaluation are as follows: the failure could be detected as a mix-up labeling failure, through out the labeling process. This process was provided internally in the year 2010. Based on our findings we could discover that today the labeling process for this screw will be provided by an external supplier.